Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately calcified and moderately tortuous right anterior tibial artery. A non bsc guide wire crossed the lesion. A 2.0mm x 220mm x 150cm coyote balloon catheter was selected and advanced to dilate the lesion. During the first inflation at 12 atmospheres for 30 seconds the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients' condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis consisting of a coyote balloon catheter with no original packaging. There was blood in the inflation lumen. Microscopic examination of the balloon revealed no damage. Examination under magnification revealed an inner shaft puncture 1.5mm distal of the proximal markerband and a shaft kink 1mm distal of the proximal markerband. An attempt was made to inflate the balloon (using an inflation device and water) but it would not inflate due to the inner shaft leak. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately calcified and moderately tortuous right anterior tibial artery. A non bsc guide wire crossed the lesion. A 2.0mm x 220mm x 150cm coyote balloon catheter was selected and advanced to dilate the lesion. During the first inflation at 12 atmospheres for 30 seconds the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients' condition is good.